Manufacturer narrative:
Summary: from the icr report: firing complete but no cut. Issue could not be replicated. Root cause undetermined. See scanned pages.

Event description:
Dlu fired but did not cut. Scissors were used to cut the tissue.